Event description:
Based on a fax patient had received from a local health authority, a physician requested information concerning alleged transmission of hepatitis b with glucose meters by a nursing service in the past. Because customer service was unaware such an incident, a company representative called the local health authority after the conversation with the physician. The responsible health official refused to give any information on the phone. A letter requesting the information was then sent to the local health authority. On june 2002, a response from the local health authority was received in the form of a general letter (dear ladies and gentlement) dated in may 2002. In summary, six nursing home patients were diagnosed with acute hepatitis b between february and november 2000. The health authority assumes the cause was non-sanitized test strip holders and non-sanitized caps on the lancing device because all six patients were diabetic and had been tested with these products. The health authority concluded that the virus was "transferred by hygenic lapses of the staff." It has not been proven that the meter and the lancing device caps were responsible for transmitting the hepatitis infections. Such transmissions are avoidable if one follows instruction in the owner's manual and uses universal blood handling precautions. Translation of the health administration's letter with hard copy on file, with "x" substituting for the institution and region name: "inspection of the old people's home of x with reference to health hazards by using blood glucose meters for different people. Dear sirs, in your instruction for use and the owner's manual for the meters and lancing devices you clearly point out a possible risk of infection. Between february 2000 and november 2000 in the region x4 cases of acute hepatitis b have been reported. By having this investigated (blood withdrawals) we determined 2 additional persons, where a hepatitis b infection is likely to have happened, apparently no clinical noticable disease patterns. Overall facility is dealing with 6 proven cases. In each of the cases the patients had diabetes. In all cases during the incubation period blood has been drawn from the finger prick by an ambulant nursing service, to measure the blood glucose. With the utmost probability hbv has been transferred by hygenic lapses of the staff [emphasis in original]. The use of the blood glucose system (at each case with not-sanitized test strip holders) and the lancing device (at each of the cases with not-sanitized cap), has been performed in a series without changing or decontaminating the test strip holders and caps."